Event description:
It was reported by the customer that needles clogging or becoming blocked after pushing half the rx through. No information was received regarding any serious injury as a result of this product issue.